Event description:
On (B)(6) 2007 - patient had an open ventral procedure to repair a hernia. On (B)(6) 2010 - it was reported that a mesh, placed on (B)(6) 2007 had to be removed due to recurrence of ventral hernia. The original size of the mesh is 546 cm2, the mesh was entirely removed and measured 110 cm2.

Manufacturer narrative:
The report indicates that the patient had and was treated for a recurrence, which is a known possible adverse event listed in the IFU. The reporter further suggests that the device was smaller then the original size. The returned sample was evaluated, the edges were jagged and curled inward. The composix l/p is tailorable and the most likely cause is that the product was tailored but the size was too small for the defect. The location of the sutures on the returned device suggest that the location of the suturing, coupled with the tailored size being too small most likely led to the device migrating into the defect area, which resulted in recurrence.